Manufacturer narrative:
(B)(4). The customer advised physio-control that they are going to retire the device from service and has requested for the device to be scrapped. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the internal hlc batteries had been depleted and appeared to have leaked electrolyte. The hlc batteries will no longer retain a charge. Physio-control evaluated the device and verified the reported issue. Physio observed that the internal hlc batteries from the analog pcb assembly had been depleted and appeared to have leaked electrolyte. The hlc batteries will no longer retain a charge.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the internal hlc batteries had been depleted and appeared to have leaked electrolyte. The hlc batteries will no longer retain a charge.

Event description:
The customer reported that their device would not power on. There was no report of any patient use associated with the reported power issue.